Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; when a test strip is inserted the meter does not display the calcode or apply sample screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.